Manufacturer narrative:
H3 other text : device has not been returned to the manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information from the patient alleging that the patient has lung disease. Due to potential litigation surrounding this case, no follow up can be performed at this time. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information from the patient alleging that the patient has lung disease. The device was returned to the manufacturer's quality product investigation laboratory for investigation. External examination of the device, including the interior of the iso port on the side panel and the air inlet/filter recess. Applied power with the returned power supply and power cord when available or with a known good. The manufacturer power supply and power cord. Internal examination of the device, including the removal of upper enclosure, removal of pca removal and inspection of the blower box assembly: remove blower box cover remove blower and inspect for evidence of sound abatement foam degradation/breakdown examine interior of blower box for evidence of sound abatement foam degradation/breakdown physically examine sound abatement foam in the airpath. Reassembly of the device. The following are the results of the investigation: the manufacturer-initiated therapy with the device and verified airflow, using a supplied power supply and ac power cord. The manufacturer observed there was sound abatement foam degradation in the following areas black substance, consistent with sound abatement foam degradation, was observed on the outside bottom of the blower box and was stuck to it, tiny black pieces of a black substance, consistent with sound abatement foam degradation, were found on the bottom of the enclosure, the manufacture was able to confirm the presence of degraded sound abatement foam in the device. Secondary findings included observed the following from an external and internal inspection included the air outlet port had dust-like contamination in it, tan dust-like contamination at the air inlet, pca (printed circuit assembly) had dust-like contamination all over the top of it, dust-like contamination on top of the blower box and throughout the bottom of the enclosure, dust-like contamination on top of the blower motor, dust-like contamination in the bottom of the blower box, air inlet seal had yellowed and had dust-like contamination on it ,sound abatement foam had dust-like contamination on it. The manufacture can confirm the presence of multiple contaminants that are not consistent with degraded sound abatement foam from the secondary findings. The manufacturer used a fitt (foam integrity test tool) and was able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found 13 error codes. The manufacturer concludes there was evidence of sound abatement foam degradation in the device and they were unable to directly address the symptoms. Sections d8, d9, h2, h3, h6 has been updated in this report.